Event description:
Subsequent to the initially filed report, additional information was received stating the patient returned to the hospital and it was observed the implanted clip had opened to roughly 30 degrees. Mr was at a grade of 3. For treatment, an additional mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor associated with difficult imaging was due to the patient¿s movement. The reported mitral valve insufficiency/ regurgitation (unchanged mr) was due to the presumed leaflet tear. The reported unspecified tissue injury associated with the presumed posterior tear was due to the clip suddenly losing grasping from patient movement. The reported difficult or delayed positioning (leaflet grasping) was due to procedural circumstances (strong movement from patient). The cause of the reported unintended movement (clip open ¿ locked) associated with the cowl could not be determined. The reported patient effect of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization, and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue injury and intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. It was noted that analgosedation was used for the procedure and the patient was restless throughout the procedure. The physician achieved a good grasp. Shortly after, the patient woke up and moved the upper body. Subsequently, the clip was torn away from the posterior leaflet, tearing off the tip and causing an mr increase to grade 4. Additional sedation was given. The physician then attempted to place the clip again, however due to the patient¿s movement and deep breathing, difficulty steering the device and grasping was experienced. A good grasp was achieved, and the clip was deployed. The procedure was concluded with a resulting mr of grade 3-4. It was noted that difficulty visualizing the clip was experienced due to the patients deep breathing and restlessness. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported poor image resolution associated with difficult imaging was due to the patient¿s movement. The reported unchanged mitral regurgitation was due to the presumed leaflet tear. The reported unspecified tissue injury associated with the presumed posterior tear was due to the clip suddenly losing grasping from patient movement. The reported difficult or delayed positioning (leaflet grasping) was due to procedural circumstances (strong movement from patient). The reported patient effect of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.